Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up with high blood glucose of 413 mg/dl. The customer did not want to troubleshoot and just wanted to document that the insulin pump is not working for him.